Event description:
The customer reported to olympus, the single use 3-lumen sphincterotome v knife wire broke during the case. It is not known whether the rupture was accompanied or not during the energization. The issue was found during procedure and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of knife wire broke during the case was confirmed. Device evaluation found that the knife wire cladding was torn, and the break was charred and melted. When the outer diameter of the knife wire was measured, there were no abnormalities. Device evaluation confirmed that there were no problems with the length of the knife wire and wire sheathing, and that there were no defects in the actual product. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): since the knife wire must be very thin, it can be used if the length of contact with the duodenal papilla is short, if the high-frequency output is high, if the wire is energized while in contact with the metal part of the endoscope, or if the wire is stretched too tightly. May cut the knife wire. When the knife wire is cut, if force is applied in the direction of tensioning the knife wire, the proximal part of the cut knife wire will be pulled in the direction of the endoscope, and force will be applied in the direction of pushing the knife wire. If you have it, it will be pushed out in the direction of the nipple or bounce sideways. If the knife wire is cut, immediately stop the power supply, pull the slider on the operating part completely, draw the cut knife wire into the tube, and then quickly pull out the product from the nipple. A broken knife wire can lead to perforation, hemorrhage, bile duct laceration, and damage to the endoscope. When inserting or removing this product from the endoscope, slightly pull the slider and advance/retreat while keeping the knife wire along the curvature of the tube. If the forceps base of the endoscope is advanced or retracted while the knife wire is bent, the metal part of the forceps base may come into contact with the knife wire and scrape off the coating. Do not apply electric current with a torn or scratched wire coating in contact with tissue. If a torn or scratched wire coating is in contact with tissue and current is applied, the current may leak, resulting in reduced output or unintended tissue burns. If you feel that the product is not sharp when energized, remove the product from the endoscope once and check that the wire coating is not damaged, such as torn or scratched. Olympus will continue to monitor the field performance of this device.